Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-02405. (B)(6). Clinical trial it was reported that following a coronary artery drug eluting stenting treatment procedure the patient experienced unstable angina. In (B)(6) 2012, the index procedure treated a 90% stenosed, 65 x 3.0mm lesion of the left main coronary artery extending up to the proximal left anterior descending artery. Treatment consisted of predilation and placement of a 2.75 x 38 mm and 3.50 x 28mm promus element study stents resulting in 0% residual stenosis. The patient was discharged on aspirin and clopidogrel two days after. Six days post index procedure, the patient was hospitalized with chest pain and was treated with medication. The event was resolved and the subject was discharged seven days after.